Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Pump error 24 alarm was recorded and found in the formatted history file on: 07/07/2023 12:05:00.000, 07/07/2023 12:15:00.000. Per r&d engineer, there is no critical pump error (open book image) alarm evidence in the pump error log and traces. However, pump error 24 alarm was generated since motor vcc (3.491v) was out of range (2.9v-3.45v), suspecting the hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Please see below for pump errors/alarms noted 2 days prior to the event date 07-jul-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 07/07/2023 12:35:00.000 low battery alert was recorded and found in the formatted history file on: 07/07/2023 12:35:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 07/07/2023 12:35:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 2 days prior to the event date 07-jul-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power battery. Unable to test for failed battery alert/battery failed alarm and low battery alert due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm and low battery alert were unknown. Sgcalibrationerror (776) was recorded and found in the formatted history file on: 07/06/2023 09:27:08.000 07/06/2023 09:36:41.000 sensorexpiredalert (794) was recorded and found in the formatted history file on: 07/06/2023 13:23:00.000 unable to test for sg calibration error and sensor expired alert due to critical pump error (open book image) alarm. Sg calibration error and sensor expired alert were unknown. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Per r&d engineer, critical pump error (open book image) alarm and e/a alarm were not confirmed. However, pump error 24 alarm was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.